Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received. Reportedly, the customer had been filling the cartridges with cold insulin. Tandem technical support advised against filling the cartridges with cold insulin. Customer's blood glucose level was 208 mg/dl.